Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent pocket revision wherein the ipg was moved from the patient's left flank further towards the patient's abdomen. Two extensions were added to move the pocket with slack for tension loop. The patient was doing well following the procedure.